Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscopic donor nephrectomy procedure. It was reported that the case was about finished at 11:00am and preparations were being made to remove the kidney. The portal vien was stapled, as was the ureter, and when the portal artery was stapled close to the aorta the line dehissed into the aorta. The surgeon then put his hand through the incision where they would remove the kidney and placed pressure with his hand on the aorta. The kidney was removed through another incision. A vascular surgeon was called in to put a patch on the aorta, completing the case.